Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. No pump error 130 alarm noted during testing. However, in adapt history download review, pump error 130 was recorded on 08/16/2024 at 15:00:46 and at 15:05:42. On alarm detail review screen of the pump, pump error 130 was recorded. In addition, pump error 53 was recorded on 08/22/2024 at 02:02:18. (File/line number: 0/0) per software engineering log, pump errors 53 was generated due to bus exception on main mcu - suspecting the hw (bum) and pump error 130 (mfda alarm) was generated due to strong magnetic field and was expected. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection, all connectors including motor flex connector, were plugged in properly. Motor was tested outside the device and passed. No moisture damage on motor assembly or electronic assembly during deconstructive analysis. Isolate to electronic assembly. Unit was received with scratched case, stained keypad overlay and cracked keypad overlay at select button. In conclusion, unable to confirm customers concern when pump error 130 was not noted during testing. No motor error alarms during testing. Motor was tested outside the device and passed. However, pump error 53 was noted event date. Pump error 53 was due to bus exception on main mcu. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 130. The customer reported no adverse event. The event involved product(s) mmt-1885.troubleshooting was performed for the event. Customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.